Event description:
It was reported, the patient was admitted to the hospital this week with increased pain. The patient indicated that her increased pain had been happening for "a while." The event logs read low reservoir on 12/15 and empty reservoir on 12/18. The pump was refilled in december; however, there were no logs to correlate with the pump update. The pump was delivering morphine. Intervention and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).